Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during the analysis, no anomalies were found, however visual examination found the grommet damaged.

Event description:
It was reported that during the implant attempt when screwing the leads in, the device would not pace. The screw was on the end of the wrench. The device was not used. There were no patient complications reported as a result of this event.